Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-04386. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left revision procedure approximately seven years post implantation due to pain, swelling, inflammation, and damage to surrounding bone and tissue, elevated ion levels, and metallosis. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated pre-op MRI showed fluid signal. Aspirated and sent to workup. Pre-op fluid specimen negative for infection, but had concern for metallosis. Pre-op labs showed elevated metal ion levels. No operative complications. No obvious signs of corrosion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.